Event description:
It was reported that a 42-year-old female patient underwent a breast augmentation with a 325cc (left), 320cc (right) mentor memorygel breast implant and experienced bilateral seromas, capsular contracture (baker grade unknown), and a rupture on the right side post-operatively, which was confirmed via ultrasound. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, seroma mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware the failure analysis lab received the device for evaluation on (B)(6) 2022. On december 12, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).